Event description:
It was observed during the device inspection of the maintenance unit, the power switch front failed with no led lighted up. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (contact details should be blank), e2, e3, g2 (unmark health professional and user facility) and h6 (component code has been corrected to 499 - power switch and medical device problem code has been corrected to 1476 - failure to power up). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/27/2024. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause for the malfunction could not be identified. Olympus will continue to monitor field performance for this device.